Event description:
It was reported that the patient presented in the ER after receiving hv therapy. Low impedance, low sensing, and an increase in capture threshold were noted. Lead dislodgement had occurred. The lead was repositioned, but was later explanted and replaced with an active fixation lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.